Event description:
The user facility reported that the misago stent fractured. There was no surgery required. The patient was stable, and the procedure outcome was successful. Additional information was received on 17december2021: the procedure was a peripheral runoff. The physician stated that they think the wire got caught on the stent and caused it to fracture and that the anatomy had nothing to do with the issue. They continued the procedure by a lower extremity intervention in the superficial femoral artery (sfa). Additional information was received on 07january2022: the physician stated that the stent broke/fractured. The physician used a balloon and dilated it up. He believes this happened somehow because the wire that he was using in the case got somehow caught on the stent. He pre-dilated the lesion with a balloon before he deployed the stent. The misago delivery system did not have an issue when removing and deploying the stent.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Di no.: 04987350727725. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date - unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the involved lot number was unknown, review of manufacturing records or shipping inspection records could not be performed. Regarding the involved product code, search of the complaint file of the last three years (january 2019 - december 2021) found no other similar report from other facilities or the same facility. Based on reviewing records and according to the additional information, there was no problem at the time of stent implantation and removal of the delivery catheter, so it was thought that the stent was damaged when the guidewire might have got caught in the stent for some reason after stent implantation, which resulted in the fracture of the stent. However, with no actual sample or no cine image during the event, it was not possible to clarify the cause of occurrence. Ashitaka factory assures the quality of this product by performing thorough work and inspections including the following. All the processed stents are inspected for the self-expanding force by checking whether they can expand to the specified diameter at the temperature assumed in the blood vessel (the shape-recovery temperature). All stents are subjected to the image inspection to confirm to be free from any deformation or breakage in the stent strut. The width and thickness of all stents are measured with image measuring device so that the stent strut is confirmed to have no dimensional anomaly. All stents after mounted on the delivery catheter are confirmed to have no deformation or no breakage in the stent strut. In the shipping inspection, the product is sampled per lot to be tested for the stent radial force. IFU states: "care should be given when additional devices and wires are delivered through a previously placed stent in order to prevent damage or dislodgement." (B)(4).